Manufacturer narrative:
Investigation: visual inspection revealed that the hanger was somewhat bent. There were some cracks along the cable connection. The cord was received as well. A pre-cautery test was performed on the device with a reference power supply cord, hemopro too, and extension cable. The device did not pass the pre-cautery test; the green indicators lights did not turn on, and the device did not produce energy or steam. Based upon the functional test, the reported failure, "no power" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3010 power supply would only engage intermittently. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.